Manufacturer narrative:
(B)(4). This lot was manufactured between 4 march and 5 march 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking folfusor elastomeric device. According to the report, upon receipt of the device at the pharmacy the device was observed to be nearly empty. This device was filled with deferoxamine mesylate. The location of the leak is unknown. There was no patient involvement; therefore, no adverse reaction is associated with the reported condition. No additional information is available.